Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis of the device found an internal battery anomaly. Reliability laboratory technician; st. Jude medical crmd reliability laboratory; failure (event) observed during analysis.